Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00500 thru 3012447612-2017-00502.

Event description:
It was reported that the threads of three closure tops were damaged and sheared off while being tightened during surgery. The surgeon was not certain if all of the pieces were removed from the wound. An alternative closure top was used to complete the procedure. This is report three of three for this event.

Manufacturer narrative:
Correction in model #/lot #: UDI number. The returned closure top was evaluated. The threads were found to have fractured off. The cause is likely attributed to misalignment either between the extender sleeve and tulip head or the closure top and extender sleeve/tulip head threads during attempted installation of the closure top into the tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event.